Event description:
Related manufacturer reference number: 2017865-2022-21816. It was reported that the patient presented in the hospital due to sepsis. The entire implantable cardioverter defibrillator (ICD) system was explanted due to infection. The patient's condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation and visual inspection were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The cause of infection could not be traced to the device.